Manufacturer narrative:
The device was not returned. The reported issue cannot be confirmed and the root cause was not identified.

Event description:
It was reported that there were events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module. The customer ordered new parts and fixed the issue. The issues were found either during preventative maintenance or before the nurse started the infusion. There were no patient's involved.

Event description:
It was reported that there were events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module. The customer ordered new parts and fixed the issue. The issues were found either during preventative maintenance or before the nurse started the infusion. There were no patient's involved.

Manufacturer narrative:
The reported event of device had broken upper hinge post, lower hinge, or membrane frame was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 22dec2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the pca module membrane frame breakage could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. H3 other text : device not returned.